Manufacturer narrative:
The correct analysis results are now attached. The returned lead had been capped about 11 cm distal of the is-1 connector pin and was only available in fragments. A proximal and a distal fragment of a total length of 62 cm were returned for analysis. A middle piece of the lead body of about 4 cm was not returned for analysis. The returned lead was checked visually, mechanically, and electrically. Aside from the existing cuts through the lead, cuts in the insulation and a severely stretched and deformed shock coil were found. These damages most likely result from the explantation. During the further inspection of the available fragments, no other deviations from the technical specifications were found that could be related to the reported increase in the shock impedance. The measurement of the direct-current resistances of the electrical conductors also proved to be inconspicuous. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.

Event description:
Ous MDR - it was reported that approx. 47 months after implantation, the lead was explanted due to an increase in shock impedance.